Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose. The customer states they over bloused and did not calculate correctly for carbs. The customer states the paramedics rushed them to the hospital and treated with IV drip. The customer states they are ok now. The customer was assisted with priming and or rewinding their device successfully. No further assistance needed at this time.